Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the patient had experienced a hypoglycemic event due to inaccurate delivery issue. Reportedly, on an unspecified day in (B)(6) 2014, the patient had blood glucose (bg) reading of 23 mg/dl with no associated symptoms. It was reported that the patient did not receiving any treatments above and beyond the usual routine of diabetes care and management. Customer support agent reviewed the event with the reporter. It was reported that during the night, without user intervention, the pump delivered a 4 unit bolus and the basal rate was changed which resulted in the low bg excursion. Allegedly, after discovering the malfunction, the patient¿s guardian changed the basal settings back to what was believed to be the correct settings. The reporter stated that in subsequent visit with the patient¿s health care provider no issue was found with the pump and the basal settings were reset. It was reported that the patient had remained on pump therapy. This complaint is being reported because the patient experienced serious hypoglycemia due to a pump malfunction of unknown cause.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.